Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. As a result of the breakage, functional testing for motion related issues could not be performed. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mcs tip-cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument can no longer be moved, the insulation is broken. The procedure was completed with no patient harm, adverse outcome, or injury and no reported delays. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: there were no problems or anything similar that was noticed beforehand.